Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen has been gradually dimming and cannot see pump in any light. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/16/2013 with the following findings: visual inspection of the pump showed no cosmetic defect. On startup, the display screen was observed to be dim and discolored. Upon opening the pump, the damaged display was replaced with a test display, and the display screen returned to normal. Unrelated to this complaint, moisture was observed in the battery compartment and a crack was found on the battery compartment.